Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). The device was not returned to bwi.

Event description:
It was reported that one patient underwent afib. Ablation procedure on (B)(6) 2015 and suffered post-procedural high fever which the physician thought the symptom of a possible atrio-esophageal fistula. The patient was required hospitalization. New information was received on 12/16/2015 that the patient also had symptomatic cerebral embolism and passed away on (B)(6) 2015. It was not confirmed if the problem was atrio-esophageal fistula or cerebral embolism, because of the bad situation of the patient, no more actions were taken to check for the root of the issue. The physician commented that the cause of this adverse event was patient condition as it was a re-do procedure and the wall of the atrium was probably less resistant, besides the persistent atrial fibrillation was probably weakening the fibers of the atrial wall. Point by point ablation was delivered in the posterior wall of the left atrium with a power of 30 watts, an irrigation of 17 ml/min with a smarttouch (forces between 5-20 g) with no more of 20 seconds per point. Settings during the event include: power 30/35 watts (posterior/anterior wall), temperature cut-off 50 degrees (the max temperature reached was 42 degrees), contact force/temperature/impedance: normal value. Bwi report this event under both thermocool smarttouch ablation catheter and rf generator separately.